Event description:
A patient reported blood glucose results of "88 mg/dl" with a lifescan meter and an unspecified result on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient. .

Manufacturer narrative:
The 510 (k) is k073231.